Event description:
It was reported that stent damage occurred. A moderately tortuous and moderately calcified target lesion was located in the left anterior descending artery. During a percutaneous transluminal coronary angioplasty (ptca), a 16 x 2.50mm promus premier select stent was advanced and positioned at the lesion site, but could not pass through the lesion properly, and deployment was not completed. The device could not be positioned at the lesion site, and therefore could not be used. No attempts were made to inflate the balloon. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Event description:
It was reported that stent damage occurred. A moderately tortuous and moderately calcified target lesion was located in the left anterior descending artery. During a percutaneous transluminal coronary angioplasty (ptca), a 16 x 2.50mm promus premier select stent was advanced and positioned at the lesion site, but could not pass through the lesion properly, and deployment was not completed. The device could not be positioned at the lesion site, and therefore could not be used. No attempts were made to inflate the balloon. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Device evaluated by manufacturer: promus premier select ous mr 16 x 2.50mm stent delivery system was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement specification 0.048. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of damage. Hypotube profile: a visual and tactile examination of the hypotube found no issues along the hypotube shaft. Shaft polymer extrusion profile: a visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion kink located at the wire exchange port.